Manufacturer narrative:
There were issues with one level of the customer¿s qc. The customer used a centrifugation time of 5 minutes at 2900 g. Based on the type of sample tubes the customer uses, the recommended time is 5 minutes at >3000 g. Multiple sample clot alarms were observed on the alarm trace data. The field service engineer (fse) suspected a reagent carryover issue affecting the reagent probe where phos2 was being run. The fse moved the phos2 assay to a different place on the instrument using a different reagent probe and the issue was resolved. The specific cause of the event could not be determined.

Event description:
The initial reporter questioned high results for multiple patient samples tested for phosphate (inorganic) ver.2 (phos2) on a cobas 8000 c (701) module. The following is an example discrepant results for 1 patient sample: the initial result was 2.4 mg/dl. The repeat was 1.02 mg/dl. The initial results were reported outside of the laboratory. After rerunning the samples, the repeat results were reported outside of the laboratory. The phos2 reagent lot number was 556864. The expiration date was not provided.